Manufacturer narrative:
Submitted: 25-may-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 22-may-2018 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked and the pump powered on with a call service 69 failure on start-up due to a language corruption that occurred at a component on the printed circuit board.

Event description:
The pump was returned for investigation. Investigation revealed case/condition and a language corruption issue. This report is made based on results of investigation completed on 22-may-2018.